Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device and delivery system (wds) were used. The was became kinked after an attempt was made to release the closure device. The closure device was fully recaptured. A new wds and a new was were used to successfully implant and release the closure device in the laa. There were no patient complications and the patient is doing fine.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was became kinked after an attempt was made to release the closure device. The closure device was fully recaptured. A new wds and a new was were used to successfully implant and release the closure device in the laa. There were no patient complications and the patient is doing fine. Device evaluated by MFR: the returned product consisted of the watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically and visually inspected. Inspection revealed tip damage (delamination) and numerous kinks in the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.